Event description:
Related manufacturing reference number: 2017865-2023-94722. It was reported that the patient presented in the emergency room (ER) due to discomfort caused by inappropriate shocks. It was noted that the clinic failed to interrogate the implantable cardioverter defibrillator (ICD) initially to inquire further about the event, though the reason is not clear as the representative interrogated the ICD with no difficulties. Upon inspection, it was noted that the right ventricular (rv) lead had device sensing issues in the form of r-wave amplitude variation and was far p-wave over-sensing. These incorrect measurements read by the rv lead was translated incorrectly by the ICD, leading the ICD to incorrectly interpret the rhythm. A chest x-ray was performed to observe whether the rv lead was dislodged, and it was discovered that the rv lead was indeed dislodged. The rv lead was deactivated, and the patient left in stable condition.